Event description:
It was reported to philips the device shut down and displayed error code 1101 - ventilator restarted due to anomalies detected during operation. This could include invalid or corrupted information, unanticipated situations, or object allocation errors. This event was reported to have occurred during use. There was no adverse outcome to patient care or therapy. The customer spoke with a philips remote service engineer (rse). The v60 also erased the significant log. The customer requested the part number for the central processing unit printed circuit board assembly (cpu pcba). The rse advised the customer to restore the v60 serial number after replacing the cpu pcba. The customer was asked to call back after replacing the cpu pcba to restore the options. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Following the evaluation of the device, the customer replaced the cpu pcba to resolve the problem. The remote service engineer provided the customer with the option codes. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
The patient or user involvement at the time of the reported issue is unknown.